Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: unspecified.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >600 mg/dl while wearing the pod. It was also reported that there blood glucose was low so they at cheeto's and 2 cans of soda which caused there glucose levels to go up. The patient was treated with two bags of IV (intravenous) fluids and 10 units of rapid acting insulin. The patient was released 4-6 hours later. The pod was worn when seeking medical attention.